Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the straps did not grab the tissue and fell inside the cavity. Another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Actual device was returned for evaluation. Visual inspection was performed. Fire testing was not conducted because the trigger was difficult to operate. The device was disassembled to perform a deep inspection. The strap advancer component was found deformed with bending damage . The damage at the strap advancer may have been caused because the internal cannula components were not sliding properly.